Event description:
It was reported that prior to use with bd vacutainer® push button blood collection set the sleeve cover was missing. The following information was provided by the initial reporter: it was reported that the black male connector that creates the vacuum is missing.

Manufacturer narrative:
H.6. Investigation: bd received 148 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing component with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. It was noted that the customer referenced a ¿black male connector¿ (or an mla) which is not present on the returned units. The returned units have a female threaded connector. Pbbcs units are manufactured with either a mla connector or the female threaded connector found on the returned units. Bill of materials indicates that this part number contains the female threaded connector and not the mla connector.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® push button blood collection set the sleeve cover was missing. The following information was provided by the initial reporter: it was reported that the black male connector that creates the vacuum is missing.